Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Per the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 57-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The cardiologist made the decision to remove the impella due to the ischemia of the leg. After removal of the impella in cath lab, hemostasis was achieved, and pulses were palpable post explant of affected extremity. Patient is stable post explant.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for investigation. The root cause of the limb ischemia was not determined as the necessary clinical information was not provided and the device was not returned.